Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 11/19/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the battery compartment was cracked. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.